Event description:
Voluntary medwatch form rec'd from customer that states: "IV pump total volume cleared. Rate set at 1cc/hr, vtbi set at 1cc. After 30 min. Pump beeped dose complete and total volume read 1cc. Pump stopped and sent to biomed." Customer was contacted for clarification and add'l info. Nurse mgr for unit where event occurred states they have no info other than what the nurse wrote on the medwatch form. She could not clarify the pt age of 12 yrs with a weight of 9.1kg. She also did not know what solution was being infusedj. She states there were no adverse effects for the pt. Customer biomedical engineering states he has not rec'd this pump for testing. Maintenance inspection in january 1999. The pump has not been rec'd in their dept and he states the pump probably was recirculated for pt use. No add'l info available.